Event description:
Menstrually related toxic shock syndrome. Multiple necrotic digits [extremity necrosis]. Multi-organ failure [multiple organ dysfunction syndrome]. Became sick/malaise/critically ill [malaise]. Fever [pyrexia]. Flu-like symptoms [influenza like illness]. Tampon removed from vaginal vault [foreign body]. Other sequelae [unevaluable event]. Case description: a lawyer reported via letter on 04-oct-2016 that a female consumer, age unspecified, used tampax tampon, version absorbency scent unknown and acquired menstrually related toxic shock syndrome, which was severe and life-threatening, and that resulted in catastrophic and permanent injuries. It was reported that the consumer purchased a multi-pack box of tampax tampons in 2013 and changed her tampon every 2 to 3 hours, never leaving one in overnight. On or about (B)(6) 2013 the consumer became sick while using the product during her menstrual cycle. On (B)(6) 2013 the consumer went to the emergency room with malaise, fever, and flu-like symptoms and was later admitted. In the emergency room a tampon was removed from her vaginal vault. She was diagnosed with toxic shock syndrome; was critically ill; had multi-organ failure; and multiple necrotic digits among other sequelae. On (B)(6) 2013 the consumer was discharged after an extended hospitalization from complications associated with toxic shock syndrome. It was reported that she has had a complicated course, had been readmitted to the hospital on multiple occasions, and her injuries and related care are ongoing. The letter claimed that the tampons were defective and unreasonably dangerous to menstruating women. She has required/will require past, present, and future medical care and treatment. It was reported that the consumer did not misuse tampons and that she used them according to directions and for the intended purpose, using them as safely as possible and still contracted tss (toxic shock syndrome) from their use. The overall case outcome was improved. No further information was provided.